Manufacturer narrative:
Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that the system was function as intended. It was noted the poor registration was due to the user and the patient having a very swollen head from a prior surgery. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: serial number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement procedure, the site had issues passing patient registration. It was noted that the patient "had mesh placed in their head so there was no bone flap" in the surgical area. Multiple registrations were noted to have been attempted but an imprecision was observed in the anterior direction on the nose and lateral canthus during accuracy verification checks. The imprecision was observed across multiple instrument. Additionally, the computed tomography (CT) image being two weeks old and showed evidence of brain swelling that was not present at the date of the event. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was then aborted after anesthesia had been administered but prior to an incision being made. The procedure was rescheduled. There was no reported impact on the patient. Additional information was received from technical services (ts) analysis stating the CT showed the mesh area while the MRI did not. The merge looked like it aligned well. In many of the registrations, there were trace points on the patient right where the mesh is. The patient swelling and the mesh both could have contributed to these registration issues.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.